Event description:
Star total ankle replacement sliding core mobile bearing was exchanged due to implant fracture.

Manufacturer narrative:
There were no deviations reported in the DHR for part # 400-141, lot # 0924088. All parts were released within specifications.